Manufacturer narrative:
No patient information provided to date after calls to customer (B)(6) 2022. The customer declined ge service. No repair information available. Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction resulting in loss of mechanical ventilation during a case. There was no patient injury.